Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the up key on the infusion device has no function. Patient did not suffer any injury or risk to his health condition. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the pump housing and electronic components are damaged caused by a hard mechanical impact. Due to several damages on the electronic components the buttons do not respond to commands. In addition the menu button is completely uprooted from the solder joint. The insulin pump shouldn't be exposed to high mechanical forces. The problem mentioned by the customer is related to a handling issue.